Event description:
During a follow-up in clinic, there was an incorrect display of longevity due to pacing in high output mode, a loss of capture, and low pacing impedance were noted on the device. Technical support was contacted and the device was successfully reprogrammed. The patient was stable.